Manufacturer narrative:
Detailed product information and return status was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that versacross steerable access solution was selected during the procedure. It has been mentioned that there was recurring issue where the physician visualized significant amount of air and bubbles every time they attempted to aspirate and introduce catheter through the sheath. This specifically happens when versacross system was used in conjunction with a non-boston scientific mapping catheter. No patient complications reported.